Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an explant procedure due to pocket pain.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; batch/ serial: (B)(6).

Event description:
It was reported that patient underwent an explant procedure due to pocket pain. Additional information received that all device where explanted and will not be returned as per hospital protocol.